Manufacturer narrative:
Patient identifier, date of birth and weight is not available for reporting. (B)(4). Device remained implanted; as such explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. The patient had an additional fracture to the proximal portion of the femur bone. The surgeon felt that the nail insertion caused the bone to fracture. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a femoral mid-shaft fracture procedure that took place on (B)(6) 2017 where the surgeon implanted one (1) left lateral entry femoral recon nail and one (1) recon screw construct. The surgeon¿s treatment plan to compress the mid-shaft fracture included one (1) recon nail and two (2) proximal standard locking screws. During surgery, after the reaming of the medullary canal was performed, the recon nail was implanted. After nail implantation, it was found upon imaging that the patient had a additional fracture to the proximal portion of the femur bone. Surgeon felt that the nail insertion caused the bone to fracture. Surgeon continued with the procedure. At this point in the procedure surgeon intention was to implant two recon screws to address the proximal femur fracture, but patients bone anatomy would only allow for one (1) recon screw to compress the proximal fracture instead of the two (2) proximal standard locking screws from the original treatment plan. Surgery was completed successfully with no additional operating room time was reported. Patient is in stable condition. Concomitant device reported: recon screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).